Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) display screen was black. The customer was provided with the replacement part number to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen was black.

Manufacturer narrative:
Additional narrative: on (B)(6) 2018 (B)(6) at community hospital reported the cns (mu-971ra sn:(B)(6)) display was all black and looked like there was no power, but the brick was getting power. Service requested customer requested part number for new elo monitor. Service performed information provided: 19 inch elo a/e000167. Investigation result the cns was put into service on 02/20/09, which is over 9 years prior to the reported issue. A review of device history found no previously reported issues with the unit. There was a suspected failure of the elo monitor. The elo monitor is manufactured by a third party company. As the part was not returned, nka evaluation could not be performed. Per cns-9701a service manual revision e, it is recommended that a maintenance check is performed once in every six months. This includes checking the external condition of the unit and its peripheral accessories, as well as checking the display. Sap device history has no servicing record for this cns. If the monitor had not been replaced during the cns's lifetime, this would indicate the monitor was over 9 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the part. Troubleshooting of display issues, along with recommended action to take, is addressed in the cns service manual. Customer was able to troubleshoot the issue and determine the cause. Issue was to be resolved by replacing the elo monitor. Extent of failure is unknown due to lack of troubleshooting information provided. Information on display downtime was not provided. This should have been readily detected as cns service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: date received by manufacturer: should be 05/14/2018 not 06/12/2018 as listed on MDR initial report.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen was black.